Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30 mar 2024, it was reported that five infusion sets cannula were bent. The symptoms were noticed within 3 hours of insertion for all events. The set was inserted in abdomen for all events. Blood glucose level due to the issue was between 300-400 mg/dl for all events and was treated with correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 5 of 5.